Manufacturer narrative:
Ge healthcare was notified of this event via FDA user report (B)(4). Multiple attempts were made to obtain additional information from the user with no response received. No further information is available regarding the resolution of the reported issue. Not available as serial number not provided. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that the bellows began to stick resulting in the loss of mechanical ventilation. There was no report of patient injury.